Event description:
Patient reported a right side device rupture. Healthcare professional confirmed the patient's report. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, red particles on the shell, underweight, crease fold and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: broken sharp on the radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on the radius assessed as unidentified (tear) opening. Missing shell due to inconclusive.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side device rupture. Healthcare professional confirmed the patient's report. The device was explanted.